Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
The following was reported: "cut off, black screen during case." No negative impact in state of health reported. Cross reference MDR: 2027009-2025-01196.

Manufacturer narrative:
Device evaluation: complaint not verified - no image stability or quality issues were observed during the complaint investigation. Karl storz goleta service incoming was unable to detect any issues. Karl storz goleta process engineering tested the customer's tc201us & tc304us together for 3 weeks and no issues were encountered. The system was burned-in overnight on several occasions and extensive power cycles were performed - the system always produced and solid quality image. Cables were heavily manipulated, and the system was exposed to significant mechanical shock. The systems always displayed an image as designed. A visual inspection of all ccu connectors was performed, but no issues were identified. Both top covers were removed, but a visual inspection did not observe any obvious issues with internal power supplies or motherboards. Both chassis fans were confirmed to be working. Corelis diagnostics testing was unable to determine any problems. The customer's 2 ccus were tested together for 3 weeks without issue. Unable to duplicate the reported customer's complaint. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).